Event description:
The pt has two leads from the same lot. On (B)(6) 2014, the pt was implanted with an scs system. During the procedure, a couple of cerebrospinal fluid leaks occurred. It was also reported the pt was found to have extensive hardware implanted. In turn, the dr removed significant amounts of scar tissue. The procedure was completed successfully, but experienced a headache post-op. F/u revealed the headache resolved the following day.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.